Event description:
The customer reported to olympus that the evis exera iii xenon light source had a b30 error. There were no reports of patient harm associated with this event. Additional information has been requested regarding this event; however, it has not been received.

Manufacturer narrative:
The customer advised the scopes (scopes tested are 2 gif-h190's / sn # (B)(6) , sn # (B)(6) ) worked fine on another working clv-190/cv-190 tower. The customer also confirmed the maj-1430 cable was not plugged in when the b30 error occurred. The b30 only appeared when a scope was plugged in and they saw color bars when scopes were unplugged. Olympus technical assistance center (tac) had the customer check both ends of all the cables and gently wiggle both ends plugged in between the cv-190 and the clv-190. The customer discovered dust on maj-1941 cable so he reseated that cable on both ends which he states may be a little loose. The customer confirmed both light source cables are now seated and connected properly. The customer did not see any dust inside the clv-190 socket. Tac emailed the cv-190_b30_e216_ quickreferenceguide.pdf and item # maj-2087 light source cleaning kit which may resolve the issue. The device was not returned to olympus for evaluation. A response was received from the customer stating everything has been resolved; after reseating the cables and testing multiple scopes there was no longer any errors. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation it¿s likely the b30 error was resolved by reinstalling the cable. Additionally, it¿s probable the cable was not connected properly or there was a communication error with the scope due to a poor contact. The final root cause of this event was unable to be identified, as the device was not returned for evalution. The following is included in the instructions for use: ¿<instructionsevis exera iii video system center/olympuscv-190> chapter 3 installation and connection prepare the light source and compatible equipment (shown in the "system chart" on page 101) before each use. Install and connect the equipment according to the procedures described in this chapter and the instruction manuals for ancillary equipment. 3.1 precautions for installation and connection caution turn off all system components before connecting them. Otherwise, equipment damage or malfunction can result. Use appropriate cables only. Otherwise, equipment damage or malfunction can result. Properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. The cables should not be sharply bent, pulled, twisted, or crushed. Cable damage can result. Never apply excessive force to connectors. This could damage the connectors. Use the light source only under the conditions described in, ¿transportation,storage, and operating environments¿ on page 105 and, ¿specifications¿ on page 105 in the appendix. Improper performance, compromised safety and/or equipment damage may result. 3.6 connection of the video system center(reference)¿ olympus will continue to monitor field performance for this device.